Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75-year-old male was supported with an impella cp device for the indication of acute myocardial infarction with cardiogenic shock. The device (sn (B)(6); pc (B)(4); gu case (B)(4)) was inserted percutaneously via the right femoral artery on (B)(6) 2026 at 22:58. During support, pulses in the impella access limb became absent. The patient was taken to the catheterization lab for evaluation of distal perfusion. No distal perfusion was identified, consistent with limb ischemia. The clinical team elected to transition support to an intra aortic balloon pump (iabp) with consideration for ECMO if needed. The impella cp was subsequently removed, and an iabp was placed via the same right femoral access site on (B)(6) 2026 at 22:13. The patient survived explant. Although the ischemia resolved after intervention, the event represents a serious injury with the potential to cause permanent impairment if untreated. Ischemia is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.